Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that she had chest pains and had already called for an ambulance prior to contacting dexcom. The patient stated she did not think it was related to diabetes and wanted to know what to do with her cgm as she wanted to leave it at home. Dexcom technical support had her stop the sensor session, remove sensor, and stayed on phone with patient until the ambulance arrived. No product defects or failures were alleged. Based on information available, there is no evidence that usage of dexcom continuous glucose monitor (cgm) have caused or contributed to the reported adverse event. However contribution of diabetes mellitus cannot be excluded due to role in progression of macro/macro vascular complications. No additional event or patient information was provided.